Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced bleeding beyond the sensor pod/wearable 30 seconds to 1 minute which occurred the day the sensor had been inserted in the abdomen. The patient's father was inserting the sensor on the patient's stomach when the excessive bleeding happened. Blood dripping on the patient's skin beyond the perimeter of the insertion site and the patient passed out for not longer than a minute. The father was able to catch the patient before he hit the floor. The patient was reportedly back conscious shortly (within a minute from passing out) when the father was about to call 911. But the patient was feeling better, so the father did not proceed with calling 911. The father suspected that it was a reaction to seeing a lot of blood; that is why the patient may have panicked and passed out. The bleeding site was cleaned with alcohol. At the time of the report the same day, the patient was ok and better. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.